Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed 11 and a half years remaining longevity. During the recent check, the device showed 5 years remaining longevity. The battery diagnostic data indicated the power consumption of this device has been steadily increasing, and the power consumption was expected to continue to increase. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker previously showed 11 and a half years remaining longevity. During the recent check, the device showed 5 years remaining longevity. The battery diagnostic data indicated the power consumption of this device has been steadily increasing, and the power consumption was expected to continue to increase. Based on conservative modeling, this device will not deplete to elective replacement indicator (eri) battery status within 90 days. Information was later received that this device was explanted, replaced and returned for analysis. No adverse patient effects reported.